Event description:
Related manufacturer reference number: 2017865-2024-00030. It was reported that a patient presented with dislodgement noted on the patient's right ventricular and left ventricular leads. The dislodgement caused failure to capture on the lv lead and diminished r wave sensing and high capture thresholds noted on the rv lead. The leads were explanted on (B)(6) 2023 with only the rv lead replaced. The patient was stable throughout.